Manufacturer narrative:
Failure analysis noted that the pump failed the displacement test (with 174.7 units remaining on the status screen), motor position encoder error alarm noted in the history file and motor error alarm during rewind due to motor encoder out of phase. The pump had cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, broken battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 89 mg/dl. Troubleshooting was not able to resolve the issue. The customer had an MRI and forgot to remove the pump. The motor error alarm was received during basal. The device was returned for analysis.